Event description:
Per the clinic, the patient experienced a skin necrosis and subsequently was treated with oral antibiotics for 7 days (specific date not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on february 23, 2024.